Event description:
It was reported that the pt had hip replacement (B)(6) 2008. Complained of pain at follow up review (B)(6) 2009, no cause found. Continued complaining of pain, ultrasound scan (B)(6) 2010 showed small swelling near greater trochanter. (B)(6) 2011, slight increase in metal ions. Revision on (B)(6) 2011.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mac-9988-5056, lot # fm061697, description: std. Mitch trh cup size 50/56. Cat # mmh-9988-0450, lot #fm074679, description: mitch trh md hd size 50-4. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.